Event description:
Patient participated in a (B)(4) study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in patients diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Patient was implanted with a vectra-t cervical plate and an advanced acf spacer at levels c4 c5 and c5 c6 with pedicle screws at c4, c5 and c6. Postoperatively patient experienced dysphagia, r vocal cord paresis, requiring referral to otolaryngology and underwent vocal rehabilitation. This is report 6 of 9 for the same event. This complaint is on the left variable angle screw 14mm at c6.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.